Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. H2) correction: d10 corrected, concomitant products include the cadd administration set and cstd connector. H2) additional information: h10 updated.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a small drop of fluid had been noticed by the caller coming from the patient¿s tubing at the texium cstd connector. All tubing had remained connected. Per reporter it seemed to have been tight already. Later, the facility had changed the texium connector. There was patient involvement, and no patient harm/adverse event reported.